Event description:
Ous MDR - it was reported that after an implant duration of 32 months the pacing impedance increased leading to ventricular exit block. No adverse patient side effects were reported. A replacement is intended.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the pace maker data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned data were inspected. The analysis demonstrated a gradual increase of the pacing impedance and threshold in the ventricular channel, as mentioned in the complaint description. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause of this observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.